Manufacturer narrative:
Qn#(B)(4). One (1) cartridge of catalog number 544250 hemolok xl clips 6/cart 84/box was received used, opened without original packaging, per sap lot #73k1500301. During visual inspection the cartridge was received with only two clips properly placed in the slots. The clip component has all of the parts that conforms the clip and no damage on the clip was observed. Issue reported "clips not closing" was not able to be confirmed. Functional inspection was performed: the 2 hem-o-lok clips (correctly positioned in cartridge slot) were loaded into the clip applier p/n 544191, batch # 04e0900037-005; the 2 clips were loaded properly correctly into the clip applier, no issues were found. A closure test was performed on the 2 clips into the appropriate media tubing p/n gsn5c#305 according to (B)(4) manufacturing procedures gs-0146tec rev. 07 & qip-0031tec rev. 21; the clips were closed into the media tubing properly no issues were found, the clips were closed into the media tubing properly and no issues were observed, issue reported "clips not closing" was not confirmed with the sample received. Samples received did not confirm the defect reported by customer "clips not closing". In addition, a other remarks: functional inspection was performed with the 2 clips received, the device worked properly. Therefore , corrective actions is not required at this time.

Event description:
The clips could not be closed with the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review the product hemolok xl clips 6/cart 84/box, lot #73k1500301 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clips could not be closed with the applier. The patient's condition was reported as fine.